Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified vessel left superficial femoral artery. A 5.0x150x150 sterling balloon catheter was advanced for dilation. However, during the first inflation for 8 atmospheres, the balloon ruptured. The device was removed, and the procedure was completed with a different device. There were no patient complications as a result of this event.